Event description:
A (B)(6) man, maintained on nocturnal home hemodialysis, was reported to have died at home while on dialysis. The pt, who lived alone, appeared to have exsanguinated during treatment. An autopsy will be performed to determine cause of death. At this time (B)(6) regional hosp is not implicating the 2008k@home hemodialysis machine. They have brought the machine to the hosp for investigation. The preventive maintenance (pm) for this machine is up to date. (B)(6) indicated the venous transducer was detached from the machine and the pt had ripped his needles out. This pt was not monitored, dialyzed without a trained and qualified helper and was not using the floor leak sensors or the hemodialert device.

Manufacturer narrative:
(B)(4) - there was no reported device problem. Fresenius medical care (B)(4) requested to evaluate the hemodialysis machine but the customer would not send device to us. Needle dislodgement during hemodialysis treatment is a well-recognized industry wide problem which is not unique to specific clinics, brand of dialysis machine, fistula needle or tubing set. The 2008k@home device labeling states that the 2008k@home machine is designed to perform hemodialysis in hospitals, dialysis clinics and at home with a qualified operator other than the pt. During dialysis, the access sites should be uncovered and visible in case of accidental tubing disconnection or needle dislodgement which can result in excessive bleeding causing serious injury or death. Machine alarms are not a substitute for monitoring the access sites, as they do not always alarm in every blood loss situation. MFR complaint file# - (B)(4).